Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was loaded in usual manner but did not unfold properly in the capsule. During manipulation of lens, the posterior capsule ruptured. The lens was removed, an anterior vitrectomy was performed, and the lens was replaced with a different model lens.

Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.